Event description:
It was reported that the patient presented experiencing shortness of breath. Interrogation was attempted multiple times resulting in the message -error in pacemaker software has occurred-. A surface electrogram revealed an intrinsic rhythm of 40 beats per minute. There was no pacing present. Magnet application did not provoke any response or change in the patient's rhythm. Interrogation in 2008 showed a remaining longevity of 0.5 years. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the pulse generator in backup vvi. The backup device status report showed non-maskable interrput (nmi) had occurred and multiple flipped bits were found in the product code. The device image showed that battery voltage before backup operation and nmi was 2.65 v. The flipped bits most likely caused the reported error message and nmi to occur. This wouuld temporarily stop pacing, due to the sudden battery voltage drop. After downloading and reprogramming, normal device function ensued.